Event description:
The pt was delivered from the vertex position. Per md report the head was lodged relatively firmly and was delivered with the aid of vaccum extraction. In addition there was then a difficult shoulder dystocia which also prolonged delivery time. Pt sustained a small right subgaleal hematoma.